Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the connecting tube is cause traced to component failure and the most probable cause of the foreign body in the c-cover and a-rubber (bending section cover) in the is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope was found to contain a foreign object in the connecting tube, as well as adhesive residue on the a-rubber (bending section cover) and the c-cover. There was no patient involvement.